Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device reached its recommended replacement time due to low output from the lithium power source. During further analysis, no problems were found with the battery. The exact cause for the device not meeting the expected longevity is unknown.